Manufacturer narrative:
Subsequent to submission of the initial medwatch report, the involved device was returned to the manufacturing facility for evaluation. Visual examination of the returned sample revealed that: the shaft of the device had been bent at approximately 100mm from the distal end; the guide wire had been fractured at approximately 630mm from the distal end; and electron microscopic inspection of the fracture cross-sections revealed that there were radial streaks emanating from a single point. Evaluation of undamaged sections of the returned device confirmed no evidence of abnormalities or defects. Examination of a reserve sample from the reported lot confirmed no evidence of abnormalities or defects. Functional testing on a reserve sample from the reported lot confirmed all performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the available information, the appearance of the involved sample is most consistent with the guide wire having been damaged by repetitive torque force being applied in the same direction after the distal portion had been inserted into a tortuous vessel during the procedure eventually resulting in the observed fracture of the guide wire. As further confirmation of this hypothesis, a guide wire from current production run was intentionally bent, and then, subjected to repetitive torque forces in the same direction until the guidewire fractured. Subsequent electron microscopic inspection of the fracture cross-sections confirmed there was a similar pattern of radial streaks emanating from a single point. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up # 1 for mfg. Report # 9681834-2013-00055 to provide additional information regarding evaluation of the returned sample.

Event description:
The user facility reported that the distal portion of a guide wire "broke off" during an interventional procedure in the lower extremity. Follow-up communication confirmed that: approximately 18 inches of the distal wire "broke off" in the sfa at some point during the procedure; the detached portion of the guide wire was able to be retrieved using a snare device; the original procedure was able to be successfully completed; and there was no reported consequence to the patient.

Manufacturer narrative:
The involved device has not been received by the manufacturing facility for evaluation. Therefore, the current investigation was based on the evaluation of user facility information, quality records and an unused retained sample from the reported lot. Visual inspection of the retained sample from the reported lot confirmed that there were no anomalies or defects. Testing of the unused retention sample confirmed that product performance specifications were met. A review of the device history records confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined based on the available information, there is no current evidence that the reported issue was related to a device defect or malfunction. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements such as the following: "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire."; "manipulate the glidewire slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy"; and "if any resistance is felt, or if the tips behavior and/or location seems improper, stop manipulating the glidewire and/or the catheter and determine the cause by fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guidewire's tip, damage to the catheter, or damage to the vessel." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).